Event description:
A malfunction on the pump was reported by the caller, which occurred following the priming of the tubing approximately 25 minutes earlier. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset; after the reset, the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support again if the malfunction reappears.